Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was shocking sensation in legs. The outcome was ongoing. No actions were taken as intervention. Diagnostic methods included examination. The patient reported she had a shocking sensation in legs while using the device. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to programming/stimulation. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was suspended on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved at the time of study exit/death/study closure.